Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician; product ID 8870aar01, serial# (B)(4), product type: software.

Event description:
It was further reported that the patient visited the hospital on (B)(6) 2015 for a drug refill. An interrogation using the physician programmer was performed and data were entered. The pump was updated and completed without issue. Reproducibility of the reported event was checked at the most recent follow-up and there was no reproducibility. Updating of the pump could be conducted and completed without any issue. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that during a refill session, and while entering information into the programmer, the power turned off. The power was turned on again to enter the data. The power turned off again for a second time during update. The power was turned on again and the device was interrogated. The following was displayed on the programmer: ¿stopped pump. Pump shut off for 00:02 h:m,¿ indicating the pump had stopped for 2 minutes; it was reported that it was not known what to do next. The remaining battery capacity was confirmed to be more than 2/3; why the power turned off was unknown. It was noted that the reservoir level had been changed to 18 ml; actual residual was 8.6 ml and program residual was 8.9 ml. The stopped pump was reprogrammed to simple continuous (206 ug/day), then update was performed successfully. The programming data were checked, and no problem was detected. The physician seemed to be uneasy with the programmer operation, which they confirmed each step before proceeding to the next. The physician commented that mastering the operation ¿requires more than a training on a basis of every 3 months.¿ the company representative indicated that the physician was capable of performing the procedure unaided. The physician was worried, whether the pump was damaged or not, and whether it should be replaced. More than 3 years had passed since the implantation, and there had been no problem. Trouble shooting was discussed. It was reported that the patient¿s condition had shown good progress. The pump was being used to deliver gabalon.

Event description:
Analysis revealed the programmer had an unconfirmed failure. Analysis could not confirm the allegation as no problem was found. General maintenance was then performed. Should additional information be received a supplemental report will be filed.

Event description:
It was further reported that, during a refill session on (B)(6) 2015, the programmer unexpectedly powered off while updating was being performed. It was noted to have been the same, previously reported, anomaly as had occurred during the previous refill session on (B)(6) 2014; the anomaly had occurred twice. No other device was in use, and there was no change in drug concentration or dosage. It was noted that there was a "variability rate of -2.6%, within 25%, no issue." The refilled drug quantity at the previous refill was 18.0 ml, the actual quantity of the remaining drug was 6.8 ml, and the programmed quantity of the remaining drug was 6.5 ml. The refilled drug quantity was 18.0 ml. The programmer was turned on again and interrogation was performed; there was indication of "stopped pump. Pump shut off for: 00:01 h:m." The reservoir volume was changed to 18 ml and the remaining battery was indicated as half. The mode was changed from "stopped pump" to "simple continuous 206.1 mcg/day," and update was performed. The programming data were checked, but no issue was found. The printed event log was obtained and no issue was identified. The next refill was reported to take place on (B)(6) 2015. It was noted that, following the previous refill session, the patient had experienced no change, such as a deterioration of spasticity. The hcp did not complain of the event, but was concerned that the programmer might need to be check every time the anomaly recurred, and that it would be good if the cause should be identified by the next refill session (in which the programmer would again be used. It was noted that the battery had reached the half of it, and that a nurse would purchase new batteries. The possibility of emi (electromagnetic interference) was considered "quite low" by the hcp, as the programmer had been used in the same room for the previous 4 years, and the event had only occurred in the previous 2 refill sessions. The hcp intended to check for any newly deployed devices in the room prior to the patients next visit. The patient was reportedly "making good progress," and no patient symptoms were reported as a result of the event.

Event description:
Was further confirmed that, during the refill session on (B)(6) 2014, the programmer battery was half charged. It was also noted that the battery "ran out" during the middle of an update, and when the interrogate function was initiated a second time, the administration mode switched to stopped pump; the same event was reported to have occurred on (B)(6) 2014.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
The programmer and software card serial numbers were provided. Should additional information be received a supplemental report will be filed.